Manufacturer narrative:
The company service rep examined the system and confirmed that there was a power issue. The power supply was replaced. The system was retested and met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to patient). Product problem(s): "system would not boot up" (failure to power-up). The customer reported that prior to surgery, the system would not boot up. There were no patients prepped for surgery. Three cases were cancelled.